Event description:
This lead was implanted on (B)(6) 2008 and is still in active use. It has been reported that this lead has been recalled. The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).